Manufacturer narrative:
The device currently remains implanted. This report will be updated when additional information is provided.

Event description:
It was reported that during a routine device check, a decrease in the battery's longevity was observed. Within one years time, the device went from 7 years remaining to 2.5 years remaining. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of the data confirmed that the increase in power consumption was due to atrial fibrillation, and that the underlying power consumption is gradually increasing. Due to this anomaly, a technical services consultant recommended device replacement or reassessment of device battery status within 90 days. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device check, the battery longevity had decreased from 7 years remaining to 2.5 years remaining, within approximately one year. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Engineering analysis determined that there was an increase in power consumption due to the patient's atrial fibrillation; however, the underlying power consumption is gradually increasing. Due to this anomaly, a ts consultant recommended device replacement, or to have the battery status reevaluated in 90 days. This device remains implanted. No adverse effects to the patient were reported. Additional information: new information was provided from the field rep, indicating that this device still remains implanted due to the patient's age and state of health. The device's battery will continue being monitored, and the patient has also been issued a remote communicator to help assist with this.